Event description:
A caller reported that a malfunction occurred with the pump, identified by the malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions on how to reset the pump, assisted the caller in performing the reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to reach out if the issue reappeared.